Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tpn was infusing at an unspecified rate . It was noted by the nurse that patient bed was wet and found the male luer was cracked and leaking from the extension set. There was no report of patient harm. The nurses do routine blood glucose chem strip every 3 hrs while infant on IV fluids. The event occurred in nicu.

Manufacturer narrative:
The customer¿s report that the male luer (identified as female luer during investigation), was cracked and leaking from the extension set was confirmed. Visual inspection of the extension set observed that its female luer component had a hair line crack along the length of the luer and that the crack was observed to be opposite the injection gate on the luer component. No cracks or other damage was observed on the male luer component. Functional and pressure testing confirmed a leak at the crack location on the female luer of the extension set. The root cause that the male luer was cracked and leaking from the extension set was a vertical hair line crack on the set¿s female luer (reported as male luer by customer). The cause of the crack is unknown.